Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 66 year-old male with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient developed a hematoma on the right thigh, at the distal site of the distal perfusion catheter. The medical staff identified extravasation and consulted the vascular staff. The medical staff then performed a cut down, alongside a vascular repair and one unit of blood product. The patient remains on support.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The product was not returned for investigation. A right thigh hematoma developed at the impella access site after inserting a 6fr distal perfusion catheter. Contrast injection through the impella repo sheath guidewire reaccess port revealed bleeding in a distal vessel. Vascular surgery repaired the unrelated bleeding sites and closed the surgical site, keeping the impella in place. The cause of the vascular damage issue was not determined and unrelated to the impella since bleeding/vascular repair at non-impella site per clinical review. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.